Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to a thermally sensitive integrated circuit chip, designator u13 from the digital pcb assembly. The customer was provided with a replacement device.

Event description:
The customer initially reported that their device was displaying its service wrench. After an evaluation by physio-control, it was observed that once the battery is inserted into the device, the device locked up. The device would not have been able to provide defibrillation therapy to a patient.there was no patient use associated with the reported failure.